Manufacturer narrative:
The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The field service engineer found a damaged line on the washing system. He changed the damaged line, ultrasonic mixers, and liquid level detection board. This event occurred in (B)(6).

Event description:
The initial reporter received a questionable ggt-2 glutamyltransferase ver.2 result for one patient sample from the cobas 8000 cobas c 502 module. The initial result was 23 u/l and was reported outside the laboratory to the doctor. The repeat result was 63 u/l and the report was corrected. The reagent lot number was 479989. The expiration date was requested but was not provided.